Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient had a vt and vf episodes early morning post-implant. Though, it was noted that the device did not detect the episodes. The patient was externally defibrillated. The patient expired later in the day. The cause of death was unknown.